Manufacturer narrative:
The info in this report was provided to us by the cook facility (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Hemorrhage is listed in the instructions for use as a potential complication associated with gastrointestinal endoscopy. Prior to distribution, all captura biopsy forceps are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and the likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The following info was provided by the user to the cook area representative in (B)(4): cook captura biopsy forceps without spike were used to take four (4) biopsies in the stomach area. Two (2) were taken in the antrum and two (2) in the corpus. After the gastroscopy with sampling, the pt developed heavy bleeding and ulcers. A section of the device did not remain inside the pt's body. In response to this observation, the pt required gastroscopy with hemostasis. The pt did not experience any additional adverse effects.